Event description:
A u.s. Distributor notified zoll on (B)(6) 2014 that a (B)(6) female patient passed away on (B)(6)2014 while in a rehabilitation facility. The patient received two appropriate treatment defibrillations prior to time of passing. In addition, the staff at the rehabilitation facility removed the lifevest prior to time of passing to perform CPR. There were no alleged deficiencies against the device.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. As received, the monitor failed incoming testing. Upon evaluation, r781 on the ca board was found to be open causing the loss of the driven ground signal. The cause of the test failure is the open r781. The root cause of the open r781 was unable to be positively identified, but was likely a result of an external defibrillation administered by a bystander. Device evaluation of electrode belt sn (B)(4) is complete. As received, the belt failed incoming testing. Upon evaluation, both the dn to rear therapy electrode (te) cable and the ECG 'a', 'b', and front te cable were pulled from the strain relief. The cause of the test failure is the pulled cables. The cause of the pulled cables was unable to be positively identified, but was likely a result of bystanders removing the lifevest. Review of the patient's flags, does not indicate a device failure prior to treatment. It is likely the device failure occurred following the treatment shocks. Monitor sn (B)(4): (B)(4) 2012 (reuse); belt sn (B)(4): (B)(4) 2013 (reuse). A patient received two appropriate treatment defibrillations on (B)(4) 2014 before passing away at a rehabilitation facility. At 21:45:15, ventricular fibrillation was detected. The patient received the first treatment pulse at 21:46:24; the post shock rhythm was asystole. At 21:50:56, ventricular fibrillation was detected. The patient received the second treatment pulse at 21:52:54; the post shock rhythm was asystole. After the lifevest system failed to convert, bystanders at a rehabilitation facility administered a non-lifevest shock. The electrode belt was disconnected at 21:58:30.